Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. The mother stated that the insulin pump had alarms multiple times. In addition, it was stated the customer had been hospitalized twice in 2 mos for diabetes ketoacidosis.

Manufacturer narrative:
Analysis revealed the insulin pump was unable to prime due to a faulty force sensor, which prevented further testing.